Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000105889.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode after a fall. As a result, the patient may undergo surgical intervention to address the issue.